Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor had no electrode. The customers blood glucose value was unknown at the time of incident. The physician suspected that the electrode remained in the customer¿s body. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened or used sensor and performed visual inspection and found sensor cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Also, performed visual inspection and checked insertion needle for burrs/or hooks and dull needle tip defects and none was found. Insertion needle passed per specifications, and found in full during analysis.